Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water nozzle. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
E1: state, province, or territory=blank . The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material could not be identified. There was no physical damage found at the residue point of the nozzle. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions. A definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-290 series operation manual. Preventive measures are described in chapter 5, "reprocessing the endoscope," of the instruction manual ggif/cf/pcf-290 series reprocessing manual. Olympus will continue to monitor field performance for this device.